Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was extracted due to pocket erosion. The physician opted to implant a leadless implantable pulse generator (ipg) following the lead extraction. There was a possible pacing failure of the leadless ipg. The ipg showed an increase in thresholds and the impedance values were high. The day after implant of the leadless ipg the patient experienced cardio-pulmonary arrest and onset of ventricular fibrillation (vf). The vf was treated with an automated external defibrillator. The patient passed away following pulseless electrical activity.